Event description:
The pt received scs system on (B)(6) 2011. It was reported that the pt did not feel stimulation and suffered from pain. The amplitude did not get past perception level and the lead contacts displayed invalid values. X-ray revealed a kink in the lead at the location of the swift-lock anchor. The lead was placed in the thoracic area, and no stain reliefs were used at the anchor. The pt was scheduled to be revised. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.